Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: the needle on the IV did not retract following IV insertion. Event date: 04/21/2025 was there injury? No, but has the potential for caregiver injury.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard device from lot 4318526 was provided for investigation. A functional test revealed that the safety mechanism could not be activated due to misplaced adhesive that was found between the grip and the needle hub. The appropriate manufacturing personnel were notified of this complaint. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.